Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during the battery is switching to the other power source earlier than expected. The device was exchanged with no reported consequence to the patient. No additional information provided.

Manufacturer narrative:
It was reported from the site that the patient did not observe any alarms during the event. It was also stated that the power switching could not be reproduced. It was further stated that the issue was resolved with the controller exchange and the patient is at home. The reported event of power switching could not be confirmed on the returned battery, bat205720. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple momentary disconnects between the battery and the controller. These momentary disconnections occurred on the secondary power source and did not induce power switching as the primary power source was unaffected. Con184280 had received the smr upgrade prior to these events. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Momentary disconnections were logged for bat205720, bat200780, and bat205861. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure detected, the reported power switching could not be confirmed through log file analysis or duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.